Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2010 and mesh was used. In (B)(6) 2011, the patient underwent reoperation which was necessary because of the increasing hernia. The reoperation was not related to the dysfunction of the mesh. During the procedure, it was noted that the whole surface of the mesh had grown into the intestines and the mesh was removed.